Event description:
It was reported that the patient received multiple inappropriate shocks while walking on treadmill. Upon interrogation, multiple vf episodes were noted. Initial inappropriate therapy was due to svt with frequent pvcs, thereafter multiple inappropriate therapies were due to lead noise. Noise was not reproducible in clinic. Externalized conductors were observed via diagnostic imaging. Lead was capped and replaced. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.